Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. The lab analysis confirmed the stated failure mode. The insert showed signs of wear with scratches and yellowing present. The post fractured off the insert. The exact cause of the fracture could not be determined. The medical investigation concluded that no relevant clinical information has been provided to perform a thorough medical investigation. Should any additional medical information be provided this complaint will be re-assessed. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Some potential probable causes for this event could include improper sizing or a traumatic injury. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that revision was performed due to the post on the insert that was broken.